Event description:
Patient has abscess on left axillary. An I&d was performed. Lesion was incised and wound drained. Petrolatum and a dry sterile dressing were applied and wound care reviewed. Prescribed doxycycline.

Manufacturer narrative:
A review of the device data indicated no issue with the device that would have caused the adverse event.